Event description:
Foley catheter checked and balloon checked by rn, tip intact upon insertion. No urine obtained from foley, so foley was removed and the tip of the catheter was missing. Ultrasound obtained, 5mm object noted in bladder consistent with size of missing catheter tip.